Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer received information alleging the power cord inlet broke and the power cord failed to be put in. There is no report of exposed conducting wiring. This issue would not increase risk to the intended user or caregiver. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the power cord inlet broke and the power cord failed to be put in. There is no report of exposed conducting wiring. This issue would not increase risk to the intended user or caregiver. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
A device was returned to a third-party service center and during the evaluation the device was visually inspected and found evidence that the power connector is damaged and needs to be replaced, an internal leak was confirmed during inspection, the shive o2 side assembly requires replacement and an abnormal noise during operation check was observed, and the air side manifold needs replacement. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.